Manufacturer narrative:
The patient sample was returned for investigation. The results the customer received could not be reproduced using 4 different methodologies, including a competitor method, siemens centaur. No discrepancies were found. Additionally, calibration and quality control results were within specification. No reagent issue is evident. No adverse events for the patient was reported.

Event description:
The customer received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 33.83 miu/ml and was reported outside of the laboratory. A doctor questioned the result and had the sample sent to another lab. The second lab tested the sample for quantitative hcg on (B)(6) 2012 recovering a value of < 0.5 miu/ml. The repeat result from the second lab was considered to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number is 16250103 with an expiration date of 7/31/2012. The field service representative did not determine a cause. He checked the sample/reagent pipetting probe and sipper probe. He cleaned the cup and tip gripper mechanism and ran performance checks. All system checks were successful and system operation meets specification.